Manufacturer narrative:
No device has been returned for evaluation; the explant was discarded at the user facility. Review of event notes from the first revision indicated a size 9mm implant was required per sizing instrumentation, but are available in 8mm and 10mm sizes. The 8mm size was selected, resulting in an undersize condition; subsequent radiographs received confirmed migration into the vertebral foramen that resulted in the first revision on (B)(6) 2016 in which repositioning the 8mm implant was performed. Follow up tradiographs showed that again the implant migrated posteriorly. The second revision took place on (B)(6) 2016; the implant was removed and replaced with another manufacturer's product. The cause of this reported event is related to implant size selection/availability and/or possible anatomical characteristics of the patient. Labeling review: "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s) loss of fixation" "...correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants." Device discarded by facility.

Event description:
A (B)(6) male patient underwent a procedure at l4-l5 on (B)(6) 2016. Post -op radiographs showed migration of the interbody. A revision took place on (B)(6) 2016 and the implant was repositioned. Post-op revision radiographs confirmed the device migrated. On (B)(6) 2016 the second revision took place, the devices were removed and replaced. No patient injury was reported and all explants were discarded.